Manufacturer narrative:
Zimmer biomet (B)(4). Patient age and weight not provided/ unknown. Event date not provided/unknown.

Event description:
It was reported that the healing abutment had trouble seating onto the implant. The customer requested to change the abutment.

Manufacturer narrative:
One healing abutment was returned for investigation. Visual evaluation of the as returned product identified minor nicks and signs of wear due to usage around the post and the drive feature. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Functional testing was performed using an in-house implant. The device was able to seat successfully on the implant. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.